Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by that the cardiosave intra-aortic balloon pump (iabp) was faulty due to blood invasion. No harm or injury to the patient was reported.

Manufacturer narrative:
After further review it was determined that the record is a duplicate of tw # (B)(4). Hence, this complaint is invalid and no follow up report is necessary. Please cancel in your database.

Event description:
N/a.